Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a replacement neurostimulator for spinal pain on (B)(6) 2019. It was reported that during surgery, a wireless external neurostimulator was used prior to the new implantable neurostimulator to test the impedances. On the wireless external neurostimulator, there is a short between 8-10, impedance is 50 and 12-15 with an impedance of 60. The rep reported that the new implantable neurostimulator was connected and impedances were ran, two impedances tests were done (outside and one inside): wens 8, 10, 12, and 15 were do not use outside - 12 and 15 were do not use in pocket - 8, 10, 12, and 15 were do not use the rep also stated the patient admitted to tripping and falling on (B)(6) 2018. Additional information was received from a manufacturer representative regarding the patient. It was reported that it was unknown when the patient¿s lead will be replaced because the patient and physician are still discussing and deciding if this will take place. The patient is currently programmed on the 0-7 side of the lead since surgery and the patient is getting good relief and stimulation is not cutting out. There were no further complications reported. Refer to manufacturer report # 3004209178-2018-24103.